Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tubal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and systemic lupus erythematosus ("lupus") in a 37-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, cystitis interstitial, back injury since 2001, neck injury since 2001, thyroid disorder, adenomyosis, cervicalgia since 2011, insomnia, chest pain, shortness of breath and diaphoresis. Concomitant products included acetylsalicylic acid (baby aspirin) since 2011, alprazolam (xanax), bupropion (wellbutrin), carisoprodol (soma), citalopram hydrobromide (celexa), cyclobenzaprine hydrochloride (flexeril), eszopiclone (lunesta) since 2013, fentanyl, fexofenadine (allegra) since 2011, gabapentin, hydrocodone, hydroxychloroquine phosphate (plaquenil), indometacin (indomethacin), levothyroxine since 2012, lidocaine (lidoderm), omeprazole, oral contraceptive nos, oxycocet (endocet), oxycocet (percocet), oxycodone hydrochloride (oxycontin), trazodone and valproate semisodium (depakote). In 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced premenstrual headache ("headaches/ hormonal headaches before period"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes (hot flashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain") and mood swings ("mood swings"). In may 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("back and arm and rashes"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia") and skin disorder ("skin conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), weight abnormal ("weight issues"), abdominal pain lower ("cramping"), connective tissue disorder ("autoimmune disorder (connective tissue)/ connective tissue disorder"), the second episode of migraine ("migraines"), weight increased ("weight gain"), abdominal pain upper ("stomach pain") and substance abuse ("polysubstance abuse"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, connective tissue disorder, rash, the last episode of migraine, premenstrual headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus, fibromyalgia, abdominal pain upper, mood swings, skin disorder and substance abuse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hot flush, menorrhagia, mood swings, nausea, ovarian cyst, premenstrual headache, rash, salpingitis, skin disorder, substance abuse, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Current weight 165.4 lbs. On (B)(6) 2016, surgical pathology, specimens received. 1 right fallopian tube with essure implant. 2: left fallopian tube with essure implant. 3: uterus and cervix. Final diagnosis: fallopian tube,right,salpingectomy: paratubal cyst. Metal coil(essure)implant (gross diagnosis). Fallopian tube,left,salpingectomy: no pathologic change. Metal coil (essure) implant (gross diagnosis) uterus hysterectomy cervix with mild,chronic inflammation. Benign proliferative phase endometrium changes consistent with endometrial ablation adenomyosis. Gross description. Received are three formalin filled containers. In container #1 labeled right fallopian tube with essure implant" is a 9.0 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube. At the proximal end of the fallopian tube, there is a 0.4 cm long by 0.1 cm diameter, silver metal coil, extending from the tube. The tube is serially sectioned to reveal the coil to extend approximately 1.5 cm into the fallopian tube. In container #2 labeled "left fallopian tube with essure implant" is an 8.9 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube, at the proximal end of the fallopian tube, there is a '0.3 cm long by 0.1 cm diameter silver metal coil, extending from the tube. The coil extends into the tube for approximately 2.0 cm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received event " poly substance abuse" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tubal infections") and systemic lupus erythematosus ("lupus") in a 44-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, cystitis interstitial, back injury since 2001, neck injury since 2001, depression, thyroid disorder, adenomyosis, fibromyalgia since 2012 and cervicalgia since 2011. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), carisoprodol (soma), citalopram hydrobromide (celexa), cyclobenzaprine hydrochloride (flexeril), fentanyl, gabapentin, hydrocodone, hydroxychloroquine phosphate (plaquenil), indometacin (indomethacin), lidocaine (lidoderm), omeprazole, oxycocet (endocet), oxycocet (percocet), oxycodone hydrochloride (oxycontin), trazodone and valproate semisodium (depakote). On an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), weight abnormal ("weight issues"), abdominal pain lower ("cramping"), hot flush ("hormonal changes (hot flashes)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), connective tissue disorder ("autoimmune disorder (connective tissue)"), rash ("back and arm and rashes"), the second episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, connective tissue disorder, rash, the last episode of migraine, headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, headache, hot flush, menorrhagia, nausea, ovarian cyst, rash, salpingitis, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Current weight 165.4 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, product information and events -hormonal changes (hot flashes), abnormal bleeding (vaginal), menorrhagia, autoimmune disorder (connective tissue, lupus), back and arm and rashes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), abdominal pain, joint pain, bone pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, she did not undergo essure confirmation test were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tubal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and systemic lupus erythematosus ("lupus") in a 37-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, cystitis interstitial, back injury since 2001, neck injury since 2001, thyroid disorder, adenomyosis, cervicalgia since 2011, insomnia, chest pain, shortness of breath and diaphoresis. Concomitant products included acetylsalicylic acid (baby aspirin) since 2011, alprazolam (xanax), bupropion (wellbutrin), carisoprodol (soma), citalopram hydrobromide (celexa), cyclobenzaprine hydrochloride (flexeril), eszopiclone (lunesta) since 2013, fentanyl, fexofenadine (allegra) since 2011, gabapentin, hydrocodone, hydroxychloroquine phosphate (plaquenil), indometacin (indomethacin), levothyroxine since 2012, lidocaine (lidoderm), omeprazole, oral contraceptive nos, oxycocet (endocet), oxycocet (percocet), oxycodone hydrochloride (oxycontin), trazodone and valproate semisodium (depakote). In 2010, the patient experienced nausea ("nausea"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced premenstrual headache ("headaches/ hormonal headaches before period"). In (B)(6)2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced hot flush ("hormonal changes (hot flashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain") and mood swings ("mood swings"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6)2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("back and arm and rashes"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia") and skin disorder ("skin conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), weight abnormal ("weight issues"), abdominal pain lower ("cramping"), connective tissue disorder ("autoimmune disorder (connective tissue)/ connective tissue disorder"), the second episode of migraine ("migraines"), weight increased ("weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (on (B)(6)2016 hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, connective tissue disorder, rash, the last episode of migraine, premenstrual headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus, fibromyalgia, abdominal pain upper, mood swings and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hot flush, menorrhagia, mood swings, nausea, ovarian cyst, premenstrual headache, rash, salpingitis, skin disorder, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Current weight 165.4 lbs. On (B)(6)2016, surgical pathology, specimens received 1 right fallopian tube with essure implant. 2: left fallopian tube with essure implant. 3: uterus and cervix. Final diagnosis. Fallopian tube,right,salpingectomy: paratubal cyst metal coil(essure)implant (gross diagnosis) fallopian tube,left,salpingectomy: no pathologic change metal coil (essure) implant (gross diagnosis) uterus hysterectomy cervix with mild,chronic inflammation benign proliferative phase endometrium changes consistent with endometrial ablation adenomyosis gross description received are three formalin filled containers. In container #1 labeled right fallopian tube with essure implant" is a 9.0 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube. At the proximal end of the fallopian tube, there is a 0.4 cm long by 0.1 cm diameter, silver metal coil, extending from the tube. The tube is serially sectioned to reveal the coil to extend approximately 1.5 cm into the fallopian tube. In container #2 labeled "left fallopian tube with essure implant" is an 8.9 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube, at the proximal end of the fallopian tube, there is a '0.3 cm long by 0.1 cm diameter silver metal coil, extending from the tube. The coil extends into the tube for approximately 2.0 cm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc(product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tubal infections'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and systemic lupus erythematosus ('lupus') in a 37-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast nodule, frequency urinary, uterine infection, cystitis interstitial, breast tenderness, clotting disorder, gravida ii, fibromyalgia, dvt and systemic lupus erythematosis. Concurrent conditions included cervicalgia since 2011, back injury since 2001, neck injury since 2001, overweight, cystitis interstitial, thyroid disorder, adenomyosis, insomnia, chest pain, shortness of breath, diaphoresis, neck pain, sulfonamide allergy and painful intercourse. Concomitant products included acetic acid derivatives and related substances, acetylsalicylic acid (baby aspirin) since 2011, alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), enoxaparin, eszopiclone (lunesta) since 2013, fentanyl, fexofenadine hydrochloride (allegra) since 2011, gabapentin, hydrocodone, hydroxychloroquine, ibuprofen (motrin), levothyroxine since 2012, lidocaine (lidoderm), omeprazole, oral contraceptive nos, oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (endocet), oxycodone hydrochloride;paracetamol (percocet), trazodone and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"). In (B)(6)2011, the patient experienced premenstrual headache ("headaches/ hormonal headaches before period"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes (hot flashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("back and arm and rashes/breakouts on my face and chest"), tooth disorder ("dental problems") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), connective tissue disorder ("autoimmune disorder (connective tissue)/ connective tissue disorder"), the second episode of migraine ("migraines"), abdominal pain upper ("stomach pain"), substance abuse ("polysubstance abuse") and photophobia ("eyes sensitive to light") and was found to have weight abnormal ("weight issues") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy, laparoscopic-assisted vaginal hysterectomy. And ablation). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, connective tissue disorder, rash, the last episode of migraine, premenstrual headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus, fibromyalgia, abdominal pain upper, mood swings, substance abuse and photophobia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hot flush, menorrhagia, mood swings, nausea, ovarian cyst, photophobia, premenstrual headache, rash, salpingitis, substance abuse, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Current weight 165.4 lbs on (B)(6) 2016, surgical pathology, specimens received 1 right fallopian tube with essure implant 2: left fallopian tube with essure implant 3: uterus and cervix final diagnosis fallopiantube,right,salpingectomy: paratubal cyst metal coil(essure)implant (gross diagnosis) fallopian tube,left,salpingectomy: no pathologic change metal coil (essure) implant (gross diagnosis) uterus hysterectomy cervix with mild,chronic inflammation benign proliferative phase endometrium changes consistent with endometrial ablation adenomyosis gross description received are three formalin filled containers. In container #1 labeled right fallopian tube with essure implant" is a 9.0 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube. At the proximal end of the fallopian tube, there is a 0.4 cm long by 0.1 cm diameter, silver metal coil, extending from the tube. The tube is serially sectioned to reveal the coil to extend approximately 1.5 cm into the fallopian tube. In container #2 labeled "left fallopian tube with essure implant" is an 8.9 cm long x 0.5 cm in diameter, pink purple, fimpriated fallopian tube, at the proximal end of the fallopian tube, there is a '0.3 cm long by 0.1 cm diameter silver metal coil, extending from the tube. The coil extends into the tube for approximately 2.0 cm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: event added photophobia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('tubal infections'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and systemic lupus erythematosus ('lupus') in a 37-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included breast nodule, frequency urinary, uterine infection, cystitis interstitial, breast tenderness, clotting disorder, gravida ii, fibromyalgia, dvt and systemic lupus erythematosis. Concurrent conditions included cervicalgia since 2011, back injury since 2001, neck injury since 2001, overweight, cystitis interstitial, thyroid disorder, adenomyosis, insomnia, chest pain, shortness of breath, diaphoresis, neck pain, sulfonamide allergy and painful intercourse. Concomitant products included acetic acid derivatives and related substances, acetylsalicylic acid (baby aspirin) since 2011, alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), enoxaparin, eszopiclone (lunesta) since 2013, fentanyl, fexofenadine hydrochloride (allegra) since 2011, gabapentin, hydrocodone, hydroxychloroquine, ibuprofen (motrin), levothyroxine since 2012, lidocaine (lidoderm), omeprazole, oral contraceptive nos, oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (endocet), oxycodone hydrochloride;paracetamol (percocet), trazodone and valproate semisodium (depakote). In 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced premenstrual headache ("headaches/ hormonal headaches before period"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes (hot flashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("back and arm and rashes/breakouts on my face and chest"), tooth disorder ("dental problems") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), connective tissue disorder ("autoimmune disorder (connective tissue)/ connective tissue disorder"), the second episode of migraine ("migraines"), abdominal pain upper ("stomach pain"), substance abuse ("polysubstance abuse") and photophobia ("eyes sensitive to light") and was found to have weight abnormal ("weight issues") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy, laparoscopic-assisted vaginal hysterectomy. And ablation). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, connective tissue disorder, rash, the last episode of migraine, premenstrual headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus, fibromyalgia, abdominal pain upper, mood swings, substance abuse and photophobia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hot flush, menorrhagia, mood swings, nausea, ovarian cyst, photophobia, premenstrual headache, rash, salpingitis, substance abuse, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Current weight 165.4 lbs on (B)(6) 2016, surgical pathology, specimens received 1 right fallopian tube with essure implant. 2: left fallopian tube with essure implant. 3: uterus and cervix final diagnosis fallopiantube,right,salpingectomy: paratubal cyst metal coil(essure)implant (gross diagnosis) fallopian tube,left,salpingectomy: no pathologic change metal coil (essure) implant (gross diagnosis) uterus hysterectomy cervix with mild,chronic inflammation benign proliferative phase endometrium changes consistent with endometrial ablation adenomyosis gross description received are three formalin filled containers. In container #1 labeled right fallopian tube with essure implant" is a 9.0 cm long x 0.5 cm in diameter, pinkpurple, fimbriated fallopian tube. At the proximal end of the fallopian tube, there is a 0.4 cm long by 0.1 cm diameter, silver metal coil, extending from the tube. The tube is serially sectioned to reveal the coil to extend approximately 1.5 cm into the fallopian tube. In container #2 labeled "left fallopian tube with essure implant" is an 8.9 cm long x 0.5 cm in diameter, pinkpurple, fimpriated fallopian tube, at the proximal end of the fallopian tube, there is a '0.3 cm long by 0.1 cm diameter silver metal coil, extending from the tube. The coil extends into the tube for approximately 2.0 cm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tubal infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and systemic lupus erythematosus ("lupus") in a 37-year-old female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, cystitis interstitial, back injury since 2001, neck injury since 2001, thyroid disorder, adenomyosis, cervicalgia since 2011, insomnia, chest pain, shortness of breath and diaphoresis. Concomitant products included acetylsalicylic acid (baby aspirin) since 2011, alprazolam (xanax), bupropion (wellbutrin), carisoprodol (soma), citalopram hydrobromide (celexa), cyclobenzaprine hydrochloride (flexeril), eszopiclone (lunesta) since 2013, fentanyl, fexofenadine (allegra) since 2011, gabapentin, hydrocodone, hydroxychloroquine phosphate (plaquenil), indometacin (indomethacin), levothyroxine since 2012, lidocaine (lidoderm), omeprazole, oral contraceptive nos, oxycocet (endocet), oxycocet (percocet), oxycodone hydrochloride (oxycontin), trazodone and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced headache ("headaches/ hormonal headaches before period"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes (hot flashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("back and arm and rashes"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia") and skin disorder ("skin conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), the first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), weight abnormal ("weight issues"), abdominal pain lower ("cramping"), connective tissue disorder ("autoimmune disorder (connective tissue)/ connective tissue disorder"), the second episode of migraine ("migraines"), weight increased ("weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, connective tissue disorder, rash, the last episode of migraine, headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus, fibromyalgia, abdominal pain upper, mood swings and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, headache, hot flush, menorrhagia, mood swings, nausea, ovarian cyst, rash, salpingitis, skin disorder, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Current weight 165.4 lbs. On (B)(6) 2016, surgical pathology, specimens received. 1 right fallopian tube with essure implant. 2: left fallopian tube with essure implant. 3: uterus and cervix. Final diagnosis. Fallopian tube,right,salpingectomy: paratubal cyst. Metal coil(essure)implant (gross diagnosis) fallopian tube,left,salpingectomy: no pathologic change. Metal coil (essure) implant (gross diagnosis) uterus hysterectomy cervix with mild,chronic inflammation. Benign proliferative phase endometrium changes consistent with endometrial ablation adenomyosis. Gross description. Received are three formalin filled containers. In container #1 labeled right fallopian tube with essure implant" is a 9.0 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube. At the proximal end of the fallopian tube, there is a 0.4 cm long by 0.1 cm diameter, silver metal coil, extending from the tube. The tube is serially sectioned to reveal the coil to extend approximately 1.5 cm into the fallopian tube. In container #2 labeled "left fallopian tube with essure implant" is an 8.9 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube, at the proximal end of the fallopian tube, there is a '0.3 cm long by 0.1 cm diameter silver metal coil, extending from the tube. The coil extends into the tube for approximately 2.0 cm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event hormonal headaches before period was clubbed with previously reported event. Events fibromyalgia, abdominal pain upper, mood swings, skin disorder were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('tubal infections'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and systemic lupus erythematosus ('lupus'). In a 37-year-old female patient who had essure (batch no. 20208776), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: breast nodule, frequency urinary, uterine infection, cystitis interstitial, breast tenderness, clotting disorder, gravida ii, fibromyalgia, dvt and systemic lupus erythematosis. Concurrent conditions included: cervicalgia since 2011, back injury since 2001, neck injury since 2001, overweight, cystitis interstitial, thyroid disorder, adenomyosis, insomnia, chest pain, shortness of breath, diaphoresis, neck pain, sulfonamide allergy and painful intercourse. Concomitant products included acetic acid derivatives and related substances, acetylsalicylic acid (baby aspirin) since 2011, alprazolam (xanax), bupropion hydrochloride (wellbutrin), carisoprodol (soma), enoxaparin, eszopiclone (lunesta) since 2013, fentanyl, fexofenadine hydrochloride (allegra) since 2011, gabapentin, hydrocodone, hydroxychloroquine, ibuprofen (motrin), levothyroxine since 2012, lidocaine (lidoderm), omeprazole, oral contraceptive nos, oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (endocet), oxycodone hydrochloride;paracetamol (percocet), trazodone and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced, nausea ("nausea"). In (B)(6) 2011, the patient experienced, premenstrual headache ("headaches/ hormonal headaches before period"). In (B)(6) 2011, the patient experienced, vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced, hot flush ("hormonal changes (hot flashes)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), bone pain ("bone pain") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced, vaginal discharge ("vaginal discharge"). In 2011, the patient experienced, gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2012, the patient experienced, fatigue ("fatigue"). In 2012, the patient experienced, systemic lupus erythematosus (seriousness criterion medically significant), rash ("back and arm and rashes/breakouts on my face and chest"), tooth disorder ("dental problems") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced, salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"). The first episode of migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), abdominal pain lower ("cramping"), connective tissue disorder ("autoimmune disorder (connective tissue)/ connective tissue disorder"). The second episode of migraine ("migraines"), abdominal pain upper ("stomach pain"), substance abuse ("polysubstance abuse") and photophobia ("eyes sensitive to light"). And was found to have weight abnormal ("weight issues") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy, laparoscopic-assisted vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, ovarian cyst, depression, anxiety, feeling abnormal, weight abnormal, abdominal pain lower, hot flush, connective tissue disorder, rash, the last episode of migraine, premenstrual headache, nausea, tooth disorder, dysmenorrhoea, abdominal pain, arthralgia, bone pain, vaginal discharge, fatigue, weight increased and gastrointestinal disorder had not resolved and the systemic lupus erythematosus, fibromyalgia, abdominal pain upper, mood swings, substance abuse and photophobia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, arthralgia, bone pain, connective tissue disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, hot flush, menorrhagia, mood swings, nausea, ovarian cyst, photophobia, premenstrual headache, rash, salpingitis, substance abuse, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.4 kg/sqm. Current weight: 165.4 lbs on (B)(6) 2016, surgical pathology: specimens received. 1 right fallopian tube with essure implant, 2: left fallopian tube with essure implant, 3: uterus and cervix. Final diagnosis: fallopian tube, right,salpingectomy: paratubal cyst, metal coil (essure) implant (gross diagnosis). Fallopian tube, left,salpingectomy: no pathologic change. Metal coil (essure) implant (gross diagnosis) uterus hysterectomy cervix with mild,chronic inflammation. Benign proliferative phase endometrium changes consistent with endometrial ablation adenomyosis. Gross description: received are three formalin filled containers. In container #1: labeled right fallopian tube with essure implant" is a 9.0 cm long x 0.5 cm in diameter, pink purple, fimbriated fallopian tube. At the proximal end of the fallopian tube, there is a 0.4 cm long by 0.1 cm diameter. Silver metal coil extending from the tube. The tube is serially sectioned to reveal the coil to extend approximately 1.5 cm into the fallopian tube. In container #2: labeled "left fallopian tube with essure implant" is an 8.9 cm long x 0.5 cm in diameter, pink purple, fimpriated fallopian tube. At the proximal end of the fallopian tube, there is a '0.3 cm long by 0.1 cm diameter silver metal coil extending from the tube. The coil extends into the tube for approximately 2.0 cm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: event: added photophobia. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tubal infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), weight abnormal ("weight issues") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, ovarian cyst, migraine, depression, anxiety, feeling abnormal, weight abnormal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, feeling abnormal, migraine, ovarian cyst, salpingitis and weight abnormal to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including tubal infections (understood as salpingitis). On (B)(6) 2016, she underwent surgery and essure was removed. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Salpingitis is often seen in pid. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("tubal infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), weight abnormal ("weight issues") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, ovarian cyst, migraine, depression, anxiety, feeling abnormal, weight abnormal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, feeling abnormal, migraine, ovarian cyst, salpingitis and weight abnormal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including tubal infections (understood as salpingitis). On (B)(6) 2016, she underwent surgery and essure was removed. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Salpingitis is often seen in pid. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required via surgical intervention. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.